Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise with motion during review of stored signal artifact monitoring (sam) episodes. The device was reprogrammed and technical services (ts) was consulted. Subsequently, additional intervention was taken and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.